Manufacturer narrative:
Patient ID, age or dob, sex, weight, ethnicity: patient information was not provided. At the submission of the case, the customer has provided picture of the disconnected atrasump. The complained device has been received at livanova for investigation. If any additional information relevant to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA received a report of atrasump tip disconnection during a minimally invasive valve surgery, they pulled the weighted sump out of the patient and the tip was missing. Medical team found the tip of the device fallen into the patient. There is not report of any patient injury.

Manufacturer narrative:
Three units from three different complaints all related to the same failure (sump tip disconnection) and from the same customer were investigated altogether. The contaminated unit was found disconnected, the tip and the silicon body of the cannula were separated. The uncontaminated units were found with the tips still in place. However, pull test on the units confirmed the tips could disconnect easily. Livanova investigation confirmed that on all three returned samples the disconnection between the spring inner tubing and the connector. The DHR review highlighted of the complained lot confirmed the device was released conforming to product specifications. The review of the livanova complaint database identified other similar events from different customers and related to different cannula lots. Based on above, it cannot be ruled out that the root cause of the tip detachment is related to a manufacturing deviation during the assembly phase. Despite the risk is in the acceptable region, to further investigate the failure and identify possible corrective actions, a CAPA project was launched. Livanova will keep monitoring the market. During investigation, it was assessed that the items and corresponding lots provided in the initial reports of the medwatch reports 1718850-2022-00044 (corresponding to livanova complaint ref 2022-03408, present report), 1718850-2022-00045 (corresponding to livanova complaint ref 2022-03421) and 1718850-2022-00046 (corresponding to livanova complaint ref 2022-03422) were swapped. Corrected information is being provided in the present follow-up report. Therefore, d1 brand name, d2 common device name; d4 catalog number, lot number, expiration date, unique identifier (UDI) number and h4. Device manufacturer date have been updated accordingly.

Event description:
See initial report.

Manufacturer narrative:
In the frame of the CAPA project, additional investigation of the bond between the connector and tubing has indicated a strength limit related to the adhesive bond between these components due to the design of the connector. To increase the tip to tube pull strength, design changes of the connector are under investigation. The risk remains in the acceptable region. Livanova will keep monitoring the market.investigation conclusion has been updated accordingly.

Event description:
See intial report.